Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator was in a power on reset condition. No other clinical data was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.